Event description:
It was reported that the 9800 system a low ma error message and no image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.